Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after cannulating the internal jugular vein, the guide wire was introduced into the patient and when it passed through the venous tip of dialysis catheter, it was reported that the guide wire got stuck and did not come out of the venous end of the catheter. It was also indicated, that the doctor had to use a new dialysis catheter. The patient outcome was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the guide wire was slightly bent. The visual inspection of the returned product noted no abnormalities. A functional evaluation was performed which included submerging the catheter into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The guide wire was inserted into the tube and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.